Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a motor error alarm during prime. Customer's blood glucose reading was unknown. The customer did not have the insulin pump during the call and stated she would call back to troubleshoot the device. Nothing was replaced or returned.